Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an error with the xena ic. Cold temperature testing was performed and the backup condition was replicated. The cause of the bvvi was a malfunction consistent with a xena ic cold temperature sensitivity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in backup vvi mode prior to implant. The device was never opened. The device was exchanged and the new pacemaker was implanted with no issues. The patient was in stable condition.